Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium results was sample integrity. The customer employs a short spin time, less than the tube manufacturer's recommendation. The quiklyte(r) integrated multisensor instructions for use contains the warning. "Follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated sodium (na) results were obtained on two patient samples. The result were reported to the physician who questioned the results. The samples were later repeated on the same instrument and lower results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium results.